Manufacturer narrative:
Customer reported of patient burn which resulted in scarring and hypopigmentation on right side of its neck. Patient was prescribed biofene, silvadene and bactroban for 2-3 months as treatment for burn. It was also seen by a plastic surgeon 6-8 months after treatment. Field tech serviced the elite mpx on 07/10/2014. The incident took place on (B)(6) 2014, however, burn was considered a normal side effect. Subsequently, on (B)(6) 2015, cynosure became aware and confirmed it was a permanent injury and reportable.

Event description:
Burn from laser treatment resulted in scarring and hypopigmentation on patient's right neck.